Event description:
During left shoulder arthroscopic procedure, a 2.6mm arthrex fibertak suture anchor (ref # ar-3632, lot # 15036292, exp. 11/30/2023), double-loaded with 1.3mm suturetape was used. During the procedure it was noted that very tip of the anchor (approximately 1mm x 2mm in size) was missing and had broken off in the bone. The surgeon indicated that the tip was approximately 1mm x 2mm in size) had broken off in the bone. The surgeon indicated that the tip was unretrievable and determined that it would be safer for the patient to leave the tip piece in place instead of trying to retrieve it.